Event description:
Customer called to report that x-ray lights stays on after the scan is completed. No injury to patient or to the operator were reported.

Manufacturer narrative:
When the report was received, the customer was instructed to remove the unit from service and field engineer was dispatched to perform evaluation and repair of the unit. The field engineer determined that the failure was caused by a defective c-arm interface board. The field engineer replaced the board and verified proper operation of the device. Follow up service was scheduled and upgrade of the software in accordance with the recall instructions was performed. The unit was then returned to service and is operating in accordance with the specification.